Event description:
It has been reported that the bd precisionglide¿ needle has been found experiencing eight occurrences of missing labels before use. The following has been provided by the initial reporter: there is missing korean label on the product. Not all products have korean labels.

Manufacturer narrative:
H.6. Investigation summary: two photos were received by our quality team for evaluation. Upon visual inspection, the korean label was missing on one product; therefore, the failure can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The korean label is applied to the packaging by the korean distribution center which is out of the manufacturing facility; therefore, the root cause cannot be determined. The korean distribution center quality has been notified of this complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd precisionglide¿ needle has been found experiencing eight occurrences of missing labels before use. The following has been provided by the initial reporter: there is missing korean label on the product. Not all products have korean labels.